Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call the insulin pump alarmed replace battery without low battery alert. The customer's blood glucose level was 137 mg/dl at the time of incident. The customer¿s mother reported insulin pump failing and reoccurring alarms. The customer did troubleshoot the issues. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was tested with a water fill reservoir. Units left on status screen matched properly with units left on test reservoir. No gap between the piston and reservoir noted during testing. No replace battery now alarm or insert battery now alarm noted during testing. However, low battery alarm was confirmed in the history file and then power error 25 was triggered when backup battery unloaded voltage was less than 3.7 volts for four consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, pump was monitored and functioned properly. Unit received with minor scratches on case, cracked select button keypad overlay, cracked retainer, peeling end cap address label and minor scratches on lcd window.